Event description:
Baxter reports that the tubing of a transfer set was leaking. The date of how long the set was in use is unk. There was no pt injury or medical intervention associated with this incident according to the affiliate.